Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for a follow-up. Upon review it was discovered that the right atrial lead exhibited noise. The noise was not reproducible, and no intervention was performed. There were no patient consequences.